Event description:
It was reported that a patient experienced peritonitis coincident with peritoneal dialysis (pd) therapy. The cause of the peritonitis was unknown. The peritonitis was manifested by abdominal pain and cloudy effluent. It was reported that the patient visited the hospital for the event however it was not specified if the patient was hospitalized. The patient was treated with tazim intraperitoneally (1gm, once a day, duration not reported). At the time of this report, the patient was recovering. Pd therapy was ongoing. No additional information is available.

Manufacturer narrative:
(B)(4). The device was not returned and the lot number of the device was unknown; therefore, a sample analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.